Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found the tubing had become disconnected from port 2 of the blood sampling valve (bsv). The fse reattached the tubing and the instrument ran without any leaks or errors. The fse ran controls and found that the differential and reticulocyte controls were failing. The fse replaced the rf preamp card and the instrument passed all controls. (B)(4).

Event description:
Customer reported a leak when using the coulter lh 780 hematology analyzer. The instrument was generating "low vacuum" errors when the leak was noticed. The volume of the leak was about 50 ml and was not contained within the instrument. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. While servicing the analyzer, the fse ran quality control samples and identified failures for the differential and reticulocyte parameters. The operator was wearing a lab coat and gloves at the time of the incident. There was no report of biohazard exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.